Event description:
Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal unknown drug via an implantable pump for spinal pain. It was reported that the rep stated that the catheter was nicked during a spinal fusion procedure. The caller stated that the surgeon retracted the spinal segment of the catheter and they would replace it with a spinal segment from an 8781. The caller inquired about priming the new catheter segment. The agent reviewed info on the use of an advanced prime bolus and discussed considerations around catheter measurement. No patient symptoms or complications were reported. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the segment of the nicked catheter was replaced with an 8781. The replacement catheter resolved the event and the catheter was not returned as the facility discarded it due to the doctor's mistake. The patient's weight was unknown at the time of the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013. Explanted: 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 04-feb-2015, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.